Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: after deployment of a 6f/7f mynxgrip vascular closure device (vcd), an attempt was made to pull the 6f radial sheath back. The tamper tube came back with the sheath, as well as the plug coming back out of the artery. Additional information was received, and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, covering the balloons proximal tip. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle with the stopcock closed. The procedural sheath was fully retracted to the shuttle handle, and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, covering the balloons proximal tip. The syringe was not returned with the device. The condition of the returned device indicates an incomplete removal of the device. It is unknown if the device was manipulated after the procedure. The device was inspected for damages and anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the advancer tube was manually retracted proximally and found properly engaged proximal tamp lock as intended per the mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were examined for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1912602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
After deployment of the mynxgrip vascular closure device (vcd), an attempt was made to pull the 6f radial sheath back and the tamper tube came back with the sheath as well as the plug coming back out of the artery. Additional information was received and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, covering the balloon proximal tip. There was no patient injury. The device is available for analysis. No other information was available.

Manufacturer narrative:
Additional information was received and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, covering the balloon proximal tip. The malfunction code was changed from failure to deploy - tamp lock(s) to failure to deploy - advancer tube. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of the mynxgrip vascular closure device (vcd), an attempt was made to pull the 6f radial sheath sheath back and the tamper tube came back with the sheath as well as the plug coming back out of the artery. There was no patient injury. The device is available for analysis. No other information was available.